Manufacturer narrative:
The insulin pump was received with pump error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown at the time of the incident. Customer clear the alarm. Customer stated that notification light did not stop flashing immediately. The device will be returned for analysis.